Event description:
A known working demo generator was attempted to be interrogated with the programming system at the second office location. The programming system was initially unable to interrogate the demo generator. The 9v wand battery was reported to be functional. Additional troubleshooting was later performed. It was observed that the site regularly unplugs the programming wand when it is not in use, and plugs it in just before attempting interrogation. The programming system operator was instructed to wait for 30 seconds before attempting to interrogate. After waiting the 30 seconds, multiple communication attempts succeeded. No additional pertinent information has been received to date.

Event description:
It was reported the company representative was able to go to the site and perform troubleshooting. The company representative was able to interrogate multiple generators and he was unable to recreate the complaint. The serial cable was prophylactically switched out for a new serial cable and everything was still working fine. The representative noted he determined, through troubleshooting, the office was not allowing enough time for the system to boot up prior to trying to interrogate.

Manufacturer narrative:
(B)(4).

Event description:
It was stated that the physician¿s office was having difficulties with two tablet programming systems communicating with a specific patient¿s vns system. The programming system at the first location reportedly could not communicate with the patient¿s generator. Further information showed that the patient¿s generator could be interrogated once at the first location. After the first interrogation, no further interrogations or therapy adjustments could be performed. At the second location, the same patient¿s generator could not be interrogated with that location's programming system. However, another patient¿s generator was successfully interrogated afterwards using the same programming system. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
Additional information was received from the site indicating they are having trouble with the vns programming wand connecting. They stated they had tried restarting the programming system and changing the battery, but nothing seems to be helping. Attempts for additional relevant information have been unsuccessful to date.